Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported inflation issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the omnilink elite stent delivery system (sds) was advanced to the common iliac, moderately calcified lesion without issue. Balloon inflation was attempted, however, the balloon failed to inflate. The sds with the undeployed stent was removed without issue. The stent remained on the delivery system with no dislodgment and no movement noted. The device was discarded and another omnilink was used in replacement. There was no adverse patient effect and there was no clinically significant delay. No additional information was provided regarding this issue.